Event description:
It was reported that the 2800 system shut down prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The voltage was checked during the service call. The system was tested and found to be working as intended and put back into service.